Manufacturer narrative:
Date of event: the event occurred in 2000. Literature article: program of the automatic peritoneal dialysis treatment in the institute of security and social services for the state workers (issste). Nefrología mexicana; juvenal torres pastrana, m.d.1 julio kaji,m.d.2 g. Salas, m.d.3 m. Delgadillo, m.d.4 rogelio barajas a m.d.,5 l. Vázquez, m.d.6 h. Arriola, m.d.. ¿2002. Volumen 23, número 2. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of peritoneal dialysis (pd) patients experienced 7 episodes of peritonitis. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized. Treatment for the peritonitis events was not reported. Patients outcome was unknown. Action taken with pd therapy at the time of the event was not reported. No additional information is available.